Manufacturer narrative:
No battery out limit alarm or failed battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that customer's insulin pump had a button error. The numbers are scrolling when programming a bolus delivery. Now it reads low battery and the buttons do not work. The device alarmed battery out limit after a battery change. Customer's blood glucose was 82 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).